Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during an anterior vaginal repair and insertion of sub urethral sling procedure performed on (B)(6) 2010 for the treatment of prolapse and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of on (B)(6) 2010 was chosen as a best estimate based on the date of mesh implantation. Initial reporter name and address: this complaint was received as litigation from a legal source in australia. The implanting physicians are: (B)(6). (B)(4).